Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that after installing a new ac module into the device, the unit powered on by itself and could not be manually turned off. There was no patient involvement.